Event description:
A surgeon reports a pt complains of chronic, non-stop headaches over her brows following bilateral intraocular lens (iol) implant surgeries. She did not respond to treatment with a cycloplegic and steroid drops and remains convinced that the problem is with the iols. The pt's bcva od is 20/20 and bcva os is 20/20. The reporting surgeon does not feel there is a problem with the iols and reports the pt's headaches have been diminishing. However, the pt's primary physician told the pt that her headaches were probably due to the iols. Additional info has been requested. MDR # 1119421-2007-00028 - od (right eye), MDR #1119421-2007-00029 - os (left eye).

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.